Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude home monitoring system detected an increased shock impedance measurement greater than 125 ohms. The physician reported that there was no problem with the lead and no further intervention would be performed at that time. To date, no adverse patient effects were reported with this clinical observation.